Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery indicator issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7 am. She stated that she tests her glucose 2x/day and manages her diabetes with metformin and due to the alleged issue she continued her usual diabetes management routine, but was unable to test her glucose levels. The patient claimed on (B)(6) 2011, at 2:30 pm, after the alleged issue started she felt "shaky and fainted". In response to her symptoms, her aid put "something under her nose" and revived the patient bringing her back to consciousness. The patient reported on (B)(6) 2011 at 10:30 am she "passed out again" and this time paramedics were called out, her blood glucose was tested and a result of "67 mg/dl" was obtained and they treated her with a glucose gel. She stated she was taken to her emergency room, given IV fluids, and kept for 8 hrs before she was discharged. During the initial call with customer service, the agent noted that the batteries did not need to be replaced and there was no information of misuse of the device. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.